Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl and diabetic ketoacidosis. Cause of elevated bg was unknown. Customer was hospitalized and bg was addressed via intravenous insulin. Reportedly, the customer was released from the hospital on (B)(6) 2020 with the issue resolved and no permanent damage.